Event description:
The end user reported a transport wheel detached from the chair during a patient transport. The chair did not tip and the transport was able to be completed. There was no injury to the patient or crew. A field technician has been dispatched to conduct an evaluation.